Event description:
Event description guidant received information that at 66.0 months post implant, this implantable cardioverter defibrillator (ICD) could not be interrogated and was unable to elicit tones with the application of a magnet. Technical services recommended device replacement.